Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The patient was hospitalized for the event. Pd therapy was discontinued for six months and the pd catheter was removed. It was reported the patient recently restarted pd therapy. The cause of the event, treatment and patient outcome were not reported. No additional information is available.